Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs revealed that the device failed its self-test failure, however, performance testing was not able to reproduce the failure. Based on all evidence available and previous investigations of similar complaints, the investigation determined the device failure to complete its internal self-test was due to a defective non-return valve (nrv) in the pneumatic block. Review of the device data logs also revealed occurrences of system faults sf218 and sf75 error messages indicating a main board failure and a pneumatic block software calibration issue. Based on all available evidence and complaint investigations of a similar nature, the system fault sf218 was due to a software issue and sf75 was due to a software upgrade failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the ac power source as a dc power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the ac power source as a dc power source. There was no patient injury reported as a result of this incident.